Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the product quality history, a review of the historical performance, and a review of product labeling. Ticket searches determined no increase in complaint activity for the likely cause lot under review. Trending report review did not identify any adverse trends for the product, however a trend was identified for the issue under review. Review of the product quality history for lot number 95261ui00 did not identify issues associated with the customer observation. World wide data was used to review the historical performance in the field of reagent lots and determined the patient median result for lot 95261ui00 is comparable with all other lots in the field within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result when processing on the architect i2000sr. The initial result was 70.819 and retest results were 3.90, 2.91, 2.42, and 2.64. The sample was also retested on alinity I and the result was 2.91. No impact to patient management was reported.